Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR was interrogated on (B)(6) 2010 upon an emergency follow-up requested by the physician because a 2-second pause had been observed on a monitor (the pt's intrinsic sinus rhythm is rare). During the follow-up, two oversensing events were observed (recorded as ventricular tachycardia), and since the cause for the pauses were not identified, the ICD noise reduction function was set on. Upon the interrogation performed on (B)(6) 2010, the physician observed the same phenomenon : oversensing events and pauses (as long as 4 seconds) were observed again in the recorded ventricular tachycardia. Thus, the ventricular sensitivity was reprogrammed from 0.4v to 0.8mv, and the phd algorithm was set off (thus deactivating the minute ventilation (mv) injection spikes). Early evening, that same day, the device was checked again. Neither symptoms nor events were recorded. As of (B)(6) 2010, no other oversensing event has been observed. Reportedly, the reported events could not be related to any external source of noise or to any pt's movements. Preliminary analysis showed that the reported oversensing events could be related to the minute ventilation injection spikes used for thoracic impedance measurements.